Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old male patient with heart failure symptoms, severe mitral stenosis due to severe mitral annular calcium, and moderate aortic stenosis who underwent a surgical procedure consisting of mitral valve replacement with a 29 mm medtronic mosaic bioprosthetic valve, aortic valve replacement with a 23 mm medtronic avalus bioprosthetic valve, and aortocoronary bypass grafting. After the surgery, persistent hemolytic anemia occurred, requiring repeat blood transfusions. Transesophageal echocardiography was performed and revealed severe mitral paravalvular leak (pvl) originating from the mosaic valve at the ¿2 o'clock¿ position from the surgeon¿s view. Subsequently, the pvl defect was percutaneously sealed using a 6 mm non-medtronic occluder device, which reduced the pvl from severe to trivial. At six-month follow up, the authors noted the patient had not required blood transfusion since pvl closure and observed an improvement in the patient¿s dyspnea and exercise tolerance. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: sudhakaran s, et al. Severe mitral paravalvular leak treated with percutaneous paravalvular leak closure with underlying severe mitral annular calcium. Am j cardiol. 2021 aug 1;152:165-167. Doi: 10.1016/j.amjcard.2021.04.043. Epub 2021 jun 20. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the physician/author provided the patient's weight at the time of the event and the mosaic valve serial number. The following sections/fields were updated as a result: a4. Patient weight in lbs d1. Brand name d. Common device name: no change to the information that was submitted in the initial report. D4. Model #, catalog #, expiration date, serial #, unique identifier (UDI) # h4. Device mfg date a search of the medtronic global complaint handling database with the provided unique device identifier serial number did not find any pre-existing complaint files for these observations. Updated information unrelated to the additional information from the physician/author: g1. MFR contact first name, last name, email, phone number medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.